Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurately high results. The reporter obtained results of "6.4mmol/l" on the lfs meter and "4.2 mmol/l" on another meter, taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these results exceeds the expected value of (B)(4) difference between results taken on the same meter within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/31/2013 and 8/30/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.